Manufacturer narrative:
(B)(4). Medical devices: unknown humeral bearing; unknown humeral stem; unknown glenoid base plate; unknown gelonosphere . The complaint is under investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient had an initial reverse shoulder arthoplasty and was recommended for revision surgery due to implant fracture. No additional information is made available.

Manufacturer narrative:
The complain is confirmed based on x-rays and intra operative pictures. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Event description:
It was reported that a patient underwent shoulder arthroplasty on an unknown date. Subsequently, the patient was a revised for tray fracture. No complications were noted.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, sent to pathology by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.